Manufacturer narrative:
A ge svc rep performed an on-site investigation. The error logs for the sys were downloaded for evaluation. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not allow fluoroscopic x-ray exposures to be produced. This issue would result in a complete loss of sys functionality. No pt death or serious injury was reported.